Manufacturer narrative:
Device not returned fro evaluation.

Event description:
It was reported that due to cuff erosion into the urethra the patient had his artificial urinary sphincter (aus) 4.0 cm removed and his device plugged and deactivated. The pump and balloon remain implanted. The physician will implanted another cuff on an unknown future date. No further patient complications were reported in relation to the cuff removal. It was further reported that the cause of the erosion may have been too tight or poor quality radiated tissue. The onset of the erosion was in (B)(6) 2019 and was verified via cystoscope by the physician. The patient will wait for the urethra to heal and will have another cuff placed in 3-6 months.